Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during the initial drain on the homechoice. The home patient was connected at the time of the event. During troubleshooting, the patient indicated they had initiated therapy before connecting to the patient line. The technical service representative reviewed proper procedures with the patient, assisted the patient to end therapy, and advised the patient to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, starting the initial drain before connecting is a known cause of this alarm use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ , which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.